Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. It also indicated the impedance of the rv pacing lead was beyond the expected upper range. Concomitant medical products: d284drg ICD, implanted: (B)(6) 2010.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited oversensing and noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.